Event description:
It was reported via clinical study, that the 69 yo female patient was experiencing dislocation, (i.e. Pain, infection). The patient dislocated anteriorly and periprosthetic fracture. The patient was revised on (B)(6) 2019.

Manufacturer narrative:
D10. Concomitants: serial #: unassigned, category #: 32135-38h-17 - 17-4 flex drill m 3.2x38 lenkbar, serial #: (B)(4) , category #: 162-00-03 - neck preserving stem, std offset plasma sz 3, serial #: (B)(4) , category #: 162-00-03 - neck preserving stem, std offset plasma sz 3, serial #: (B)(4) ,category #: 170-32-00 - biolox delta femoral head 32mm od, +0mm, serial #: (B)(4) , category #: 170-32-00 - biolox delta femoral head 32mm od, +0mm, serial #: (B)(4) , category #: 180-65-20 - alteon 6.5mm screw, 20mm, serial #: (B)(4) , category #: 180-65-20 - alteon 6.5mm screw, 20mm, serial #: (B)(4) , category #: 180-65-20 - alteon 6.5mm screw, 20mm, serial #: (B)(4) , category #: 180-65-20 - alteon 6.5mm screw, 20mm, serial #: (B)(4) , category #: 186-01-50 - integrip cc, cluster 50mm, g1, serial #: (B)(4) , category #: 186-01-50 - integrip cc, cluster 50mm, g1.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported was likely due to a periprosthetic bone fracture and dislocation. The cause of the bone fracture cannot be conclusively determined but may be related to a patient condition, a traumatic event, and/or surgical techniques. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. The reason for the reported revision due to instability cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Periprosthetic fracture and dislocation are known risks, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.